Event description:
It was reported that patient's atrial lead was dislodged. Lead dislodgment was confirmed from x-ray. During lead revision procedure it was noted that the lead helix was not able to be retracted. The lead was explanted and replaced. The patient was stable.